Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the patient was unable to remove the cap from the pump. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked from the grip pad to the case seal. The threads on the battery cap were stripped and it was unable to tighten properly on to the pump. The pump powered up using a test battery cap with the appropriate audible and vibratory features. Unrelated to the casing issue, it was observed that the verify screen was dim and discolored.